Event description:
Rn hung cerebrex as a secondary infusion y'd above the pump into the primary line infusing d5ns w / 20 meq kcl. Rn noted the cerebrex to be free flowing. Rn clamped line, disconnected from pt and notified med safety. When primary line clamped, secondary continued to flow indicating this is likely a back check valve failure. Pump / channel tubing remain intact, unopened and were sequestered in rm office.